Event description:
It was reported during device preparation, the non-slip rubber on the back of the merlin programmer was found to be melting. No changes or intervention was performed. There was no patient involvement.